Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) is used to capture the additional surgical intervention for the electrode.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and a drop in r-wave morphology. The patient was also reported to be in atrial fibrillation. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. New information received indicates that the patient received additional inappropriate shocks due to t-wave oversensing. Reprogramming did not resolve the issue. An x-ray confirmed that the electrode was suboptimally placed. Surgical intervention was performed, and the electrode was repositioned. Almost two months later the patient again received inappropriate therapy.